Manufacturer narrative:
The device has not been returned to MFR at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the staples did not form properly during use. No pt injury reported.